Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced pain.

Manufacturer narrative:
(B)(4). Original reporting time frame november 1, 2014 to january 31, 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame (B)(4) 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame november 1, 2014 to january 31, 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame (B)(6) 2014 to (B)(6) 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame (B)(4) 2014 to (B)(4) 2015 the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame (B)(4) 2014 through (B)(4) 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Original reporting time frame november 1, 2014 to january 31, 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame november 1, 2014 to january 31, 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame november 1, 2014 to january 31, 2015 the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption no. (B)(4). Original reporting time frame november 1, 2014 to january 31, 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4).the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
(B)(4). Original reporting time frame november 1, 2014 to january 31, 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4) - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Exemption e2013025. Original reporting time frame november 1, 2014 through january 31, 2015.

Event description:
N/a.

Manufacturer narrative:
Exemption (B)(4). Original reporting time frame november 1, 2014 through january 31, 2015. The information provided by bd represents all of the known information at this time.

Manufacturer narrative:
Exemption (B)(4). Original reporting time frame november 1, 2014 through january 31, 2015. The information provided by bd represents all of the known information at this time.

Manufacturer narrative:
Exemption (B)(4). Original reporting time frame november 1, 2014 through january 31, 2015. The information provided by bard represents all of the known information at this time.

Manufacturer narrative:
Exemption (B)(4). Original reporting time frame november 1, 2014 through january 31, 2015. The information provided by bard represents all of the known information at this time.

Manufacturer narrative:
Exemption (B)(4). Original reporting time frame november 1, 2014 through january 31, 2015. The information provided by bard represents all of the known information at this time.

Manufacturer narrative:
Exemption (B)(4). Original reporting time frame november 1, 2014 through january 31, 2015. The information provided by bard represents all of the known information at this time.

Manufacturer narrative:
Exemption (B)(4). Original reporting time frame november 1, 2014 through january 31, 2015. The information provided by bard represents all of the known information at this time.